Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photographs of the sample were provided for evaluation. Upon evaluation of the photographs, it was observed that the tip of the backcheck valve was broken inside the care site y-site but evaluation of the foreign matter defect could not be completed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Furthermore, five retains were tested and passed per specification. As such, the reported defect of detachment is not confirmed to be a manufacturing defect. A statement from the manufacturer advises that clinical staff should use caution when handling the valves. In particular, when attaching/detaching additional devices to the y-site, users should only grip the caresite valve and avoid squeezing the subassembly where the caresite and backcheck valve are bonded together. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, an additional follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description. Particle in drip chamber and cracked tubing. Detailed inquiry description when I went to connect the tubing to the ns bag, I saw a brown particle in the drip chamber. The brown particle moves around in the chamber. No injury reported.